Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as ¿high¿; however, a specific value was not provided. Reportedly, customer was using cold insulin to fill their cartridge. A correction injection was delivered to address bg.